Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual observation revealed that the lead was returned severed with cuts noted in the lead insulation and deformed conductor coils. The expanded poly portion of the lead was torn and most of it was missing from the distal spring electrode as it was not returned. The damaged was likely related to the laser extraction process. Detailed analysis of the lead indicated that trilumen insulation abrasion was noted. Due to the location and type of damaged, this was likely caused by lead-on-lead contact coupled with movement within the heart.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and a competitor's tachy lead exhibited loss of capture (loc) at maximum output. A decreasing impedance measurement was also noted. The cause of observation was not determined and no asystole was observed. The device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.